Event description:
"Intestinal ischemia: evar was performed to treat an abdominal aortic aneurysm. The inferior mesenteric artery (ima) was obstructed due to a characteristic of treo, which has long body. Three days after the treo was implanted, the patient went into shock and the colonic region had been necrotic due to obstruction of the ima. Left hemicolectomy was performed and a colostomy was added. As of august 29, the patient was still hospitalized. Physician's comment: this event could occur depending on vascular running between the ima and sma, which will be required to be confirmed. Physician's comment on causality: according to the physician, there is a causal relationship with the product. Operation type: evar. Blood loss: unknown. Ancillary devices used: 28-l2-13-120u, 28-l2-24-080u. No image available due to hospital policy. Pre-case plan will be able to be obtained. No additional information available due to hospital policy. (B)(4). Patient outcome: "the patient has sequelae. As of august 29, the patient was still hospitalized."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Intestinal ischemia: evar was performed to treat an abdominal aortic aneurysm. The inferior mesenteric artery (ima) was obstructed due to a characteristic of treo, which has long body. Three days after the treo was implanted, the patient went into shock and the colonic region had been necrotic due to obstruction of the ima. Left hemicolectomy was performed and a colostomy was added. As of (B)(6), the patient was still hospitalized. Physician's comment: this event could occur depending on vascular running between the ima and sma, which will be required to be confirmed. Physician's comment on causality:according to the physician, there is a causal relationship with the product. Operation type: evar blood loss: unknown ancillary devices used: 28-l2-13-120u, 28-l2-24-080u. No image available due to hospital policy pre-case plan will be able to be obtained no additional information available due to hospital policy. (Tc# (B)(4)".